Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a partially broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had high blood glucose but she declined to troubleshoot. Customer stated that she just noticed the damage today but her pump has been pretty erratic. Customer was changing the pump and the o-ring came off the reservoir. Customer is not able to place the reservoir back on. Customer stated that her blood glucose was 335 mg/dl at the time of the incident. Customer was advised to disconnect from the pump. Customer stated that there is a lot of gummy stuff where the o-ring was and a piece of the plastic was gone. Customer reported that she hit the pump into some ceramic and it has happened a couple of times before. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.